Event description:
During a delivery the physician observed meconium staining in the amniotic fluid. The physician tried to suction the infant using the 10 fr suction catheter contained in the kit. There was suction to the catheter but no suctioning from the infant was observed. The infant could have aspirated this fluid and caused aspirated pneumonia. Infant was transferred to the neonatal ICU for observation and toxicology testing. No add'l treatment was necessary. Infant observed for ony 3-4 hours.